Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron extension set was unable to be connected to the venous catheter. This connection issue was described as, ¿when trying to attach the male adapter to the venous catheter, it does not screw in¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection and functional testing were performed which identified solvent residue (cyclohexanone) in the adapter which caused parts of the components to stick together affecting the operation. The reported condition was verified. The cause is related to an operational error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.